Event description:
Boston scientific received information that during a routine follow up in clinic, this right atrial (ra) lead exhibited high out of range pace impedance measurements resulting in greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that high out of range pacing impedance measurements continued to be observed in addition to increased threshold measurements. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that testing of the lead on a pacing system analyzer (psa) confirmed high out of range pacing impedance measurements in addition to loss of capture (loc) at maximum output.